Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration confirmed through x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned due to hospital policy.